Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts from the two most proximal stent rows were raised outwards from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal. The ro markerbands and the tip profile were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-jul-2015. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex artery. After predilation was performed using a 1.5x12mm balloon catheter, a 20x2.50mm promus premier stent was selected but was unable to cross the lesion due to heavy calcification and angulation of the vessel. After the physician tried several times, the procedure was aborted and the patient was sent for coronary artery bypass graft (CABG). No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.